Event description:
Home pt reported overfill post treatment on homechoice device. Home pt was at clinic for scheduled appointment and drained out 4l of fluid. Home pt claims he did not bypass nor receive any alarms during automated peritonal dialysis treatment. Per health care professional, no pt injury or medical intervention.